Manufacturer narrative:
Qn # (B)(4). Complaint verification testing could not be performed as no sample was returned for analysis. A device history record review was performed and no relevant findings were identified. Without the device to evaluate the complaint could not be confirmed and the probable cause could not be determined from the available information. Teleflex will continue to monitor and trend for reports of this nature. Other remarks: n/a corrected data: n/a.

Event description:
It was reported that "staple jamming". Per the distributer, it is unknown how the issue was resolved, if there was any patient harm or injury, or what the current status of the patient is.

Manufacturer narrative:
Qn#(B)(4). The customer returned one unit of 528135 visistat 35r 6/box for investigation. The bottom component and the rail of the complaint sample were observed to be positioned incorrectly, allowing the staples to become misaligned and out of position at the front of the cover block. In addition, when disassembling the stapler, the cover block components fell apart. The bottom component separated form the coverblock, indicating a welding error. Functional testing could not be performed due to the misaligned staples and broken stapler. Per DHR the product visistat 35r 6/box lot # 73h2300100 was manufactured on 08/02/2023 a total of (B)(4) pieces. Lot was released on 08/16/2023. DHR investigation did not show issues related to complaint. Teleflex will continue to monitor and trend on complaints of this nature.

Event description:
It was reported that "staple jamming". Per the distributer, it is unknown how the issue was resolved, if there was any patient harm or injury, or what the current status of the patient is.